Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the inspection of the unit confirmed that the safety disk leaked. So, in order to fix the issue, the fse replaced the safety disk. The fse then conducted all performance tests on the unit. The tests results were all qualified, and the security disk leak test passed. The unit was returned to normal and was released for use.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6) university. Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit loop was leaking, stopped inflating, and could not be used. The spare equipment was replaced immediately, and there was no patient injury.